Event description:
The instruments rubbed up against each other inside the patient belly. Surgeon noticed a white flake powder on patient intestines then noticed white rub marks on both instruments. Surgeon was concerned but all of this was at the end of the case as the procedure finished and they undocked the robot.